Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an insulin syringe. The customer states that the printed measurements on the syringe are curved around the syringe at an angle making the measurements hard to read and inaccurate.

Manufacturer narrative:
The device history record (DHR) for lot # 625738x was reviewed and indicates that there were no observed issues reported in the DHR. The DHR confirms that the product was produced accomplishing quality requirements and released according to established procedures with no non-conformance reports identified relating to this customer report. Inspectors routinely examine the product to ensure it meets aql sampling criteria. Some potential issues that are inspected for include, but are not limited to damaged product or components, quality of graduation and numeral print, orientation of graduation print, and poor workmanship. A lot cannot be released unless it passes all visual and physical testing requirements according to established aql standards. Two representative photographs were provided demonstrating the reported condition. Upon observation of the syringe, the numeral and graduation print on the barrel of the syringe does appear to have spiral barrel print that does not align with the flat of the flange. An actual sample has not been re turned for evaluation. Without a representative sample(s) being provided, a more complete investigation cannot be performed to the full extent and the reported condition cannot be confirmed. In addition, without sample, a root cause cannot be determined at this time. The trend analysis doesn¿t support opening a formal corrective/preventative action (CAPA). The reported condition will be communicated to the appropriate manufacturing and quality assurance personnel to heighten awareness and to avoid a future reoccurrence of the reported issue. If information is provided in the future, a supplemental report will be issued.